Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive to user presses there is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: during investigation, the keypad was cut and torn on the ok button. No other damages were found to the keypad. The ok keypad button was over responsive. The contrast, down, and up keys were responsive. The keypad was removed, and no evidence of contamination was found under the button contacts. The ok button contact was inverted. Unrelated to the original complaint, the display was dim, and the battery compartment was cracked below the bumper pad.